Event description:
The pt had a left knee implant approx 1 year ago (at another facility). In 2005 the pt experienced "popping" at the knee and since then feels the prosthesis is moving. Pt was admitted for revision and complete total knee arthroplasty. It was found that the femoral condyle portion of the implant was broken.